Event description:
The device was used during a laparoscopically assisted vaginal hysterectomy procedure. Reportedly, the instrument broke. The surgeon used another device to complete the procedure. The hospital has reported that no patient injury occurred.

Manufacturer narrative:
8/20/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.